Event description:
When staff would use pump or when picking up the pump the handle would break off, the face plate is brittle and easy to crack when buttons were pressed, or the batteries would not hold charge. Biomed would charge batteries 16-18 hours and would turn on the pump trying to use one of these batteries and it would not start.